Event description:
It was reported that occlusion alarms occurred. System check was performed by tandem technical support and no issues were identified. Additionally, it was reported that the insulin gauge was inaccurate. Customer changed the pump supplies to address the issues. Customer¿s blood glucose level was 283 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.